Event description:
There was an allegation of questionable sodium electrode, potassium electrode, and ise indirect cl for gen.2, results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 1148 mmol/l. The repeated result was 139 mmol/l. The initial k result was 30.30 mmol/l. The repeated result was 3.98 mmol/l. The initial cl result was 10.4 mmol/l. The repeated result was 106.3 mmol/l. The sample was repeated because the results were deemed clinically impossible. The repeated results were obtained on another module.

Manufacturer narrative:
The na electrode lot number is fra20. The k electrode lot number is fpu19. The cl electrode lot number is fxh30. The expiration dates were not provided. The investigation found that the ise (ion-selective electrode) calibration had expired at the time the questionable results were generated. It was determined that the issue was consistent with aspiration inconsistencies from the sipper needle and consistent with the instability of the sodium and reference electrodes. The field service representative replaced the reference electrode, the sodium electrode, and the sipper needle. He replaced all of the ise reagents, performed a fresh calibration, and completed the bi-weekly maintenance. Tests and checks were performed with acceptable results. The investigation determined that the service actions resolved the issue.